Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes and damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an pinched pulse wire in the l1 and lead 2 wires in the ecgs c&d cable. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had check therapy pad messages and was damaged.